Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient that was unable to swallow the capsule, "the patient vomited the capsule onto the floor with water and bile and it was thrown out". Frm-0089c capsule incident questionnaire was sent to obtain additional information. On (B)(6) 2025 - the sales representative informed us that the patient gagged and spit out the capsule and water that was in her throat and mouth onto the floor. Although vomited was mentioned in the initial communication, but that would imply that the capsule reached the stomach however it never passed the esophagus or first esophageal sphincter. We were also advised that the frm was sent to the customer pending their response. On (B)(6) 2025 - the completed frm-0089c was received from the customer, stating that the patient "tried swallowing the capsule several times. The last time she started forcefully coughing seemed like she was choking on the capsule. The capsule came up and landed on the floor". There was no preexisting condition listed on the form. A replacement capsule was sent to the customer.

Event description:
On (B)(6) 2025 - we were notified of a patient that was unable to swallow the capsule, "the patient vomited the capsule onto the floor with water and bile and it was thrown out". Frm-0089c capsule incident questionnaire was sent to obtain additional information. On (B)(6) 2025 - the sales representative informed us that the patient gagged and spit out the capsule and water that was in her throat and mouth onto the floor. Although vomited was mentioned in the initial communication, but that would imply that the capsule reached the stomach however it never passed the esophagus or first esophageal sphincter. We were also advised that the frm was sent to the customer pending their response. On (B)(6) 2025 - the completed frm-0089c was received from the customer, stating that the patient "tried swallowing the capsule several times. The last time she started forcefully coughing seemed like she was choking on the capsule. The capsule came up and landed on the floor". There was no preexisting condition listed on the form. A replacement capsule was sent to the customer.

Event description:
(B)(6) 2025 - we were notified of a patient that was unable to swallow the capsule, "the patient vomited the capsule onto the floor with water and bile and it was thrown out". Frm-0089c capsule incident questionnaire was sent to obtain additional information. (B)(6) 2025 - the sales representative informed us that the patient gagged and spit out the capsule and water that was in her throat and mouth onto the floor. Although vomited was mentioned in the initial communication, but that would imply that the capsule reached the stomach however it never passed the esophagus or first esophageal sphincter. We were also advised that the frm was sent to the customer pending their response. (B)(6) 2025 - the completed frm-0089c was received from the customer, stating that the patient "tried swallowing the capsule several times. The last time she started forcefully coughing seemed like she was choking on the capsule. The capsule came up and landed on the floor". There was no preexisting condition listed on the form. A replacement capsule was sent to the customer.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient that was unable to swallow the capsule, "the patient vomited the capsule onto the floor with water and bile and it was thrown out". Frm-0089c capsule incident questionnaire was sent to obtain additional information. (B)(6) 2025 - the sales representative informed us that the patient gagged and spit out the capsule and water that was in her throat and mouth onto the floor. Although vomited was mentioned in the initial communication, but that would imply that the capsule reached the stomach however it never passed the esophagus or first esophageal sphincter. We were also advised that the frm was sent to the customer pending their response. (B)(6) 2025 - the completed frm-0089c was received from the customer, stating that the patient "tried swallowing the capsule several times. The last time she started forcefully coughing seemed like she was choking on the capsule. The capsule came up and landed on the floor". There was no preexisting condition listed on the form. A replacement capsule was sent to the customer.